Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (333 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Reportedly, the customer went swimming while connected to the pump.